Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated the clips are coming out on the lumen crossing each other instead of evenly around the lumen. Some of the staples fire ok, others fire cross ways. The surgeon pulls the misfired clip off and replaces it. Sometimes it takes a couple of tries to get it to fire correctly. The device was disposed of because of blood. Case was completed with this device. There were no patient consequences reported.